Manufacturer narrative:
H10: upon further review of the risk assessment for creatinine, this event is not reportable. H10: upon further review of the risk assessment for creatinine, this event is not reportable.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample probe inner wash valve to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erratic patient results generated for multiple analytes which included ualb (urine albumin), alp (alkaline phosphatase), cala (calcium), cre (creatinine), ggt (gamma-glutamyl transferase), gluc (glucose), tp (total protein), urea, d-dim (d- dimer), ua (uric acid) and observed sample probe diluting samples on system au480 clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.